Event description:
This device was explanted due to oversensing and undersensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. Confirming the clinical observation, the recordings showed small signal amplitudes. The root cause could not conclusively be determined. However, it cannot be excluded that the implants position or the patient's physiology contributed to the clinical observation.